Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Upon tension test post fixation during procedure, the right atrial (ra) leadless pacemaker (lp) separately from the delivery catheter prematurely. The ralp remained implanted and the procedure was concluded. There were no patient consequences.